Event description:
In 2007, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare via medwatch report provided by the user facility. The following information was provided: "patient had right knee arthroscopy surgery with use of arthrowand integrated cable. Post surgery, there was a reddened, elongated burned area below the right knee cap with a small area of skin missing." On the same day, the risk manager at the user facility was contacted and the following information was provided. The patient sustained a burn approximately two inches in length and described as a dime to quarter in size with missing skin, located approximately one inch below patient's right knee. The severity of burn was reported as first to second degree. The burn was treated by wound therapist (treatment details not provided). The patient is reported to be healing well. In addition, it was reported the physician believed the burn may have been caused by the reusable patient cable. See medwatch 2951580-2007-00074 for second report filed for the same incident for arthrocare patient cable.

Manufacturer narrative:
The turbovac 90 arthrowand device was not returned to manufacturer for evaluation. Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be completed. No conclusion can be made. A second device, a reusable patient cable (catalog number h0970-02), was used in the same procedure. A second medwatch report 2951580-2007-00074 will be provided for the patient cable.